Event description:
Reportedly, the anvil was difficult to remove frm the small intesting, rsection to remove the anvil and closure of anastomosis with suture performed. Surgical time extended by one hour. Procedure: colectomy.